Manufacturer narrative:
The device was returned for evaluation by a quality engineer. As received condition: received one (1) sample(s) without the original product pouch / label. The returned sample was contained in a biohazard pouch with non-medtronic label on it identifying part# as 1883672hs from lot# h8609543. The condition of the device showed customer use, as there was presence of contaminants on the distal end of the shaft. Observations: upon observation, the inner spiral wrap was found slightly hyperextended and broken close to the tip. The bur tip was found intact on the broken spiral wrap piece and appeared free of damage. The outer tube was observed under magnification and inside of the rim of the outer tube exhibited wear marks from the spinning bur and thinning of outer tube wall from one side. This is indicative of aggressive use of the device by customer which includes long run time with the bur in contact with the rim of the outer tube and excessive side force applied on the bur by the customer, driving the bur into the rim of the outer tube leading to an inadvertent breakage of the spiral wrap along with the bur tip. Conclusion: the product analysis confirmed the reported failure ¿break¿ and found the failure is likely the result of misuse / user error, as there was evidence present on the returned sample which indicated aggressive use of the device by the customer. (B)(4).

Event description:
It was reported that ¿the bur was used during frontal sinus procedure. When the surgeon began to drill the frontal sinus bone, the bur was broken. The procedure was then continued without that bur and the procedure could be finished without complications.¿ there was no patient injury as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.